Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s inset infusion set was deployed incorrectly or the connector was not attached correctly during a solo supply change, which was noticed when the user¿s shirt became wet during a meal announcement; the user restarted the process and completed setup with agent guidance. Symptoms included unintended insulin leakage from the infusion site. Outcomes included the need for troubleshooting and education without alerts or alarms, hospitalization, or other clinical impact. Investigation included customer education and guided re-insertion of the infusion set and cartridge. Investigation of this case revealed incorrect deployment or connection of the infusion set consistent with user setup error, with no device alarm activity and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion and connection.